Manufacturer narrative:
(B)(4) g2: foreign - event occurred in taiwan. G2: literature - journal article - aseptic loosening. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Chuang, c.-a., sheu, h., cheng, y.-h., yang, c.-p., tang, h.-c., hsu, c.-h., hsu, k.-y., chen, a.c.-y., chiu, j.c.-h.. Reverse total shoulder arthroplasty in neglected anterior shoulder dislocation with glenoid bone defect: a comparative cohort study. J orthop surg res. 2026;21(1):108. Doi: 10.1186/s13018-025-06632-z.

Event description:
It was reported through a journal article that a patient experienced baseplate loosening approximately five weeks post reverse shoulder arthroplasty. The patient had a 36% glenoid defect managed with autologous bone grafting at the time of the reverse shoulder arthroplasty, and the loosening occurred after heavy lifting. The patient was revised to hemiarthroplasty with a large humeral head. Attempts have been made and no further information has been provided.